Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes, had red cell hang up after centrifuge. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that the bd vacutainer sst blood collection tubes, had red cell hang up after centrifuge. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for red cell hang up with the incident lot was observed. The customer samples were tested and visual observations of complaint samples indicated red cell hang up to a small degree. Cell counts performed (mixed and unmixed) indicate no effects on sample quality. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation based on evaluation of the customer photos, the customer¿s indicated failure mode for red cell hang up with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and red cell hang up was observed to a small degree. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.